Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (charger displays error code) was confirmed. As received, the charger was unable charge a battery. Upon evaluation, the u13 8-bit cmos flash micro-controller was internally shorted on the bedside board. The cause of the failure is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the corrupted component.